Manufacturer narrative:
One device was returned for evaluation. The lot history review was performed. The investigation confirmed for a circumferential rupture and retraction problem. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model va8084 pta balloon dilatation catheter allegedly experienced a retraction problem and ruptured. This report was received from one source. The device was used in a (B)(6) year old male patient; weight was not provided. There was no reported patient injury.